Event description:
Calibration began to rapidly drift for sodium electrode causing two patients to be reported too low, then following recalibration two patients were reported too high. All maintenance was up to date. Calibrations and quality control were within acceptable parameters, prior to, and following recalibration. No other tests were affected. The electrode had been in use for 20 weeks.

Event description:
Calibration began to rapidly drift for sodium electrode causing two patients to be reported too low, then following recalibration two patients were reported too high. All maintenance was up to date calibrations and quality control were within acceptable parameters, prior to, and following recalibration. No other tests were affected. The electrode had been in use for 20 weeks.

Event description:
Calibration began to rapidly drift for sodium electrode causing two patients to be reported too low, then following recalibration two patients were reported too high. All maintenance was up to date calibrations and quality control were within acceptable parameters, prior to, and following recalibration. No other tests were affected. The electrode had been in use for 20 weeks.

Event description:
Calibration began to rapidly drift for sodium electrode causing two patients to be reported too low, then following recalibration two patients were reported too high. All maintenance was up to date calibrations and quality control were within acceptable parameters, prior to, and following recalibration. No other tests were affected. The electrode had been in use for 20 weeks.